Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect - clinical code - e0131 speech disorder.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced a cgm accuracy issue which occurred 4 days after the sensor was inserted into the abdomen. On (B)(6) 2024, the patient woke up in a sweat. The patient was feeling weak, stuttering, could ¿barely walk¿, and was incoherent. The patient¿s cgm was reading 179 mg/dl, and the bg meter was reading 39 mg/dl. The patient¿s husband gave the patient some ¿glucose pills¿ and juice as treatment. At an unspecified time after treatment, the patient¿s bg meter reading was 115 mg/dl and no cgm reading was documented. At the time of report, the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid calculator at the time of the event. There were not a complete set of reported glucose values available to search within the parkes error grid calculator after the patient was treated. No additional patient or event information is available.